Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider via a company representative regarding a patient who was receiving fentanyl with concentration 15000 mcg/ml at a dose rate of 5213 mcg/day, baclofen with concentration 1200 mcg/ml at a dose rate of 417 mcg/day, and bupivacaine with concentration 30 mg/ml at a dose rate of 10.425 mg/day via an implantable pump for myelopathy, intractable spasticity, and cerebrovascular accident (stroke) das system. It was reported that the patient had decreased pain control and refill volume discrepancies occurred. The amount regarding volume discrepancies was unknown. The patient has had multiple falls. It was further noted that the patient falls asleep in her chair and falls out. A dye study was performed on (B)(6) 2016 with no aspiration of the catheter. An x-ray revealed possible migration of catheter. The issue was not resolved at the time of the report. A catheter replacement was planned. As reported it is unclear if the catheter replacement was scheduled yet. The patient was without injury regarding their status at the time of the report. The patient¿s medical history, drug lot number of baclofen, and other medications the patient was taking at the time of the event was unable to be obtained.

Event description:
Additional information was received from a device manufacturer representative (rep). The patient had their catheter and pump replaced. Crystallization was seen along the proximal end of the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.